Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported when they interrogated the ins there were impedances issues. It was reported that contacts 0 and 13 were over 40k ohms. When they switched to reference 1, contact 8 was 15k ohms and contact 9 was 19k ohms. Caller didn't check any other references but noted other contacts were good. It was reported that they had checked impedances on (B)(6) 2019, and everything was normal at that point. It was later reported that the cause was not determined and the steps taken to resolve the issue was programming around the impedanced electrode. No further complications reported/anticipated.